Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to a product performance issue.

Manufacturer narrative:
On (B)(6) 2017 - additional information received showed that this ra lead had low impedance measurements.